Manufacturer narrative:
The device was unable to be investigated because it was not returned to cardiva medical, inc. Conclusion: the reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, as the user stated the access site was probably right at the level or just above the inguinal ligament. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device. In addition, the retroperitoneal bleeding was corrected with surgery.

Event description:
The patient underwent cardio catheterization via the right femoral artery. Access was achieved under ultrasound; the procedure involved a coronary intervention. Fluoroscopy was used for groin shot. The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. After her procedure she return to her room and her hemodynamics were unstable she was hypotensive and symptomatic. She also complained of flank pain and lower back pain. Patient coded and she was resuscitated, and non-contrast CT scan showed the presence of a large developing retroperitoneal hematoma. The groin and common femoral artery did not appear to be involved. She was taken emergently to the operating room for control of hemorrhage. Patient's CT scan showed that there was a right sided hemorrhage/ retroperitoneal hematoma extending from the right groin superiorly to the left of the inferior pole of the right kidney. The possible site of hemorrhage may be related to the proximal right common femoral to the distal external iliac region fatty umbilical hernia. Surgery was performed to correct the issue. A pro glide suture was used to achieve hemostasis pressure was held and there was no evidence of hemorrhage or hematoma. A sterile dressing was applied. Patient was later discharged. Per the user, the access site does not appear to be too high but probably right at the level or just above the inguinal ligament.